Manufacturer narrative:
The customer did not return the suspected device for evaluation. Based on the manufacturing records, the meter was set with the correct unit of measurement as mg/dl for the us market and was distributed in the us.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided.

Event description:
The customer from (B)(6) reported that her contour next one meter was reading in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.